Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the submitted trial extractor confirmed the threads are fractured. The shaft exhibits impaction markings. Examination of the tibial rod flute confirmed the fractured threads form the trial extractor are stuck with in it. Evidence of heavy usage is also evident. The root cause is attributed to product wear out. Based on the investigation determination of product wearout as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: revision knee (non-depuy). Surgeon used extractor to remove stem trial. The threaded portion of extractor remained in the stem trial and could not be used to bring out the stem trial. As an alternative, surgeon used conical reamers to re-engage the trial and bring it out. Case was completed successfully with no adverse event to patient and no delay to procedure. Patient was fine post surgery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.